Manufacturer narrative:
In a review of the labeling, it is a known complication that a patient's age, weight, activity level or acute trauma would cause the surgeon to expect early failure of the system. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of revision on the right shoulder and of the shoulder joint devices is most likely related to the patient's traumatic event of falling off the ladder. This device is used for treatment, not diagnosis.

Event description:
No addition information provided. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00393, 1038671-2018-00394, 1038671-2018-00395, 1038671-2018-00397.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of right shoulder components due to dislocation from patient falling off a ladder. This event report was received through clinical data collection activities.